Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -06.50 diopter, in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2023 due to the device failed to perform as intended. The problem was resolved. Additional information has been requested but none has been forthcoming.